Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter stopped working. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a fatal error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage was performed and failed due to 0v.